Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1b06r, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
A manufacturer representative (rep) reported high impedances during testing on contact 1 ranging between 4100 and 5075 ohms, even after repositioning the alligator clips. The lead was in place and impedances were tested at 0.70v and 3.0v, with the programmer also turned on and off. The lead was removed and replaced with a new leads which showed normal impedances. There were no related patient symptoms, and the procedure was completed, resolving the issue at the time of the report. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the lead (lot # va1b06r) found no anomalies. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Event description:
A manufacturer representative (rep) reported high impedances during testing on contact 1 ranging between 4100 and 5075 ohms, even after repositioning the alligator clips. The lead was in place and impedances were tested at 0.70v and 3.0v, with the programmer also turned on and off. The lead was removed and replaced with a new leads which showed normal impedances. There were no related patient symptoms, and the procedure was completed, resolving the issue at the time of the report. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.